Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. An initial suboptimal transseptal puncture (tsp) was observed, and a re-cross was recommended for the closure device. During re-crossing using intracardiac echocardiography (ice), the versacross wire appeared to have crossed the septum and then crossed into the aorta. This was not noticed until the physician advanced the watchman sheath over the versacross dilator. The watchman sheath was left in place, and the patient was prepared for surgery. During surgery the physician observed a pericardial effusion and signs of early tamponade. Laa ligated during surgery. The procedure was aborted before effusion was discovered. No effusion noted immediately, I was later told by the physician that in the surgery suite that effusion was seen and the beginning of tamponade. The physician anticipates discharge the patient soon to rehabilitation and full recovery is expected. The device is not expected to be returned for analysis. It was further confirmed that the versacross devices were disposed. Perforation was confirmed. Unknown where pe was located. Physician believed he felt a rotation just as he was stepping on versacross to re-cross. Act was 230. The patient has now been discharged from the hospital.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field. Describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. An initial suboptimal transseptal puncture (tsp) was observed, and a re-cross was recommended for the closure device. During re-crossing using intracardiac echocardiography (ice), the versacross wire appeared to have crossed the septum and then crossed into the aorta. This was not noticed until the physician advanced the watchman sheath over the versacross dilator. The watchman sheath was left in place, and the patient was prepared for surgery. During surgery the physician observed a pericardial effusion and signs of early tamponade. Laa ligated during surgery. The procedure was aborted before effusion was discovered. No effusion noted immediately, I was later told by the physician that in the surgery suite that effusion was seen and the beginning of tamponade. The physician anticipates discharge the patient soon to rehabilitation and full recovery is expected. The device is not expected to be returned for analysis. It was further confirmed that the versacross devices were disposed. Perforation was confirmed. Unknown where pe was located. Physician believed he felt a rotation just as he was stepping on versacross to re-cross. Act was 230. The patient has now been discharged from the hospital.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. An initial suboptimal transseptal puncture (tsp) was observed, and a re-cross was recommended for the closure device. During re-crossing using intracardiac echocardiography (ice), the versacross wire appeared to have crossed the septum and then crossed into the aorta. This was not noticed until the physician advanced the watchman sheath over the versacross dilator. The watchman sheath was left in place, and the patient was prepared for surgery. During surgery the physician observed a pericardial effusion and signs of early tamponade. Laa ligated during surgery. The procedure was aborted before effusion was discovered. No effusion noted immediately, I was later told by the physician that in the surgery suite that effusion was seen and the beginning of tamponade. The physician anticipates discharge the patient soon to rehabilitation and full recovery is expected. The device is not expected to be returned for analysis.